Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on various occasions with blood glucose of 30 to 46 mg/dl at the time of the incidents. The customer had a car accident during one incident. The customer was given juice to treat in one incident. The customer could not remember dates or details of each incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correct information has been received which was not included with the initial report. The correct information has been provided with this report.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on various occasions with blood glucose of 30 to 46 mg/dl at the time of the incidents. Customer also had hospitalization for high blood glucose. The customer had a car accident that was not diabetes related. The customer was given juice to treat in one incident. The customer could not remember dates or details of each incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.